Manufacturer narrative:
(B)(6): h4: device manufacture date: august 2001. H10: the following physical observations were made. The tube arrangement (single solid shaft) has a mild bend in it approximately 2 inches distal of the distal end of the handle and bends again about 6 inches distal of the handle. The memory wire has fractured completely at the 4th segment piece proximally from the distal tip of the device, and the 3 flex segments immediately adjacent to the tube arrangement have been deformed enough to create an edge that is at least abrasive, but sharp enough to scratch a finger nail. This device is exhibiting damage from both wear and mechanical overstress and should have been sent in for repair prior to the complaint event occurring. Lastly, the device was not returned with its sterilization sleeve, which is provided with the device to allow cleaning and sterilization while also protecting the flex components of the device from damage. If you consider the flush port to be at the 12 o¿clock position and the distal tip to face away from the observer, the tube arrangement is bent downward 2 inches from the handle in the 4 o¿clock position, then bends back upward at 6 inches from the handle towards the 12 o¿clock position. After both bends the resulting departure angle is close to, but not parallel with the handle. The three sharp edges on the flex segments immediately adjacent to the tube arrangement are all sharp from approximately the 10 o¿clock to 2 o¿clock positions. This region of the flex segments is opposite the direction the flex components bends when articulated. Based on the physical damage to the tube arrangement, it was subjected to at least two independent events of excess bending force that bent the tube arrangement. The bend 2 inches from the handle in particular has signs of galling inside the bend that suggest it most likely made 3 points of contact to bend. An example of possible three point contact would be if the device was being loaded into cleaning or sterilization equipment with grating, the tube was fed between the grating, one point of the tube making contact below the grating, the next point (on the inside of the bend) was above the grating then a force was applied downward on the handle. Lastly the damage to the segment pieces indicates that the flexible portion of the device was deflected upward (with respect to the flush port in the 12 o¿clock position) while in its relaxed state and edges which normally see almost no force experienced a lot of compressive force from being pressed against each other while being bent backwards. The flex segments are only designed to flex in one direction, and this damage was caused from being bent in the wrong direction. The sterilization sleeve is designed to prevent this type of unintended movement when the device is not in use, the sterilization sleeve was not returned with the complaint sample. Concerning the complaint failure mode, the complaint failure mode was verified, the memory wire was fractured. The memory wire is what keeps the flex segment pieces in a relatively straight alignment and capable of being backed out of a cannula. One end of the wire is secured in the distal tip and when a fracture occurs, will remain stationary and continue to flex with the device as it articulates for the flex segments it remains with. However, for the memory wire to function properly, the proximal end of the wire is not secured, and if a fracture occurs, it will be capable of shifting around inside the device. With the memory wire fractured, the distinct flex regions containing the two separated memory wire pieces are now capable of flopping around with respect to one another. For the newly fractured end of the memory wire on the loose end to protrude from the device, it must be in its unarticulated state and deflected enough to allow the fractured end to miss the next segment piece it would otherwise be guided into by the adjacent flex segment. If the memory wire had broken prior to the complaint event, it would have presented itself as non-conforming because of the newly floppy relaxed state. The memory wire fracturing does not guarantee an alignment where the memory wire is capable of sticking out either, although it does make that alignment easier to create. If the memory wire broke prior to the complaint event occurring and the device was submitted for repair, the complaint event (memory wire protruding) may not have occurred. The IFU for this device, cf36-1828c, instructs the end user to 1) always store and sterilize the retractor in its protective sterilizing sleeve. And 2) inspect device before each use for broken, cracked, tarnished surfaces, movement of hinges, and chipped or worn parts. If any of these conditions appear, do not use the device. Return device to authorized repair service center for repair or replacement. The memory wire is made of a metal designed for a high cycle life, but even this material can eventually fatigue from cyclical use. As the memory wire wore and the crack that developed into a fracture began to form, the memory (straightness) of the wire would have begun to suffer and would not have kept the flex components straight as well. This wear would have been accelerated by however many times the flex components were bent in the wrong direction. When the memory performance began to suffer this device should have been submitted for repair due to that abnormality. The most probable root cause of this complaint failure mode is wear of a components that performed as expected for as many as 18 years prior to fracturing. This device has not been repaired by an authorized repair facility as it is not etched with an r1 to identify that a repair was performed. Customer is advised, replacement sterilization sleeves can be purchased individually, and should always be used to protect the flex components of these devices. Customer is also advised, if a device is not functioning as expected or shows evidence of being damaged, it should be submitted to an authorized repair facility for examination and repair. Conclusion(s): the most probable root cause of the complaint failure mode is wear. The nitinol wire is subjected to cyclical loading and unload, which was made worse by flexing the flex components in both the designed direction and the wrong direction. This cyclical loading caused fatigue in the material that would have begun as a crack and presented itself by a weaker memory function, and after enough continued cyclical loading would have eventually propagated from a crack to a full fracture. A fractured memory wire does not guarantee that it will protrude, the flex components have to then be brought into an alignment where one flex component fails to guide the wire to the hole for the wire in the next flex component. It is possible that the nitinol fractured prior to the date of the complaint event, and the complaint event occurred (wire protruding) because the end user maneuvered the device into an alignment where the wire could protrude after the fracture occurred. H3 other text : h10 below.

Event description:
The customer noticed that the inner metal wire was sticking out during the surgery. There was no patient injury. Additional information received 22aug2019, the customer reported, the device was checked before the procedure, there was no patient injury or medical intervention. The issued occurred at the end of the surgical procedure when the instrument was being removed from the patient. No injure to the patient occurred. The procedure was completed as planned.

Manufacturer narrative:
(B)(4). Event date is actually not provided, so the date of awareness was used. If further information becomes available a follow up medwatch will be submitted.

Event description:
The customer noticed that the inner metal wire was sticking out during the surgery. There was no patient injury. Additional information received 22aug2019, the customer reported, the device was checked before the procedure, there was no patient injury or medical intervention. The issued occurred at the end of the surgical procedure when the instrument was being removed from the patient. No injury to the patient occurred. The procedure was completed as planned.